Event description:
It was reported that during implant, the right ventricular (rv) lead became dislodged while placing the right atrial (ra) lead. The physician opted to revise the lead and the rv lead remains in use. In addition, the setscrew or grommet of the device was damaged during connection to the lead and the physician was unable to get it to engage in the device header. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).